Event description:
The customer reported that the control set qc and occasional donor samples yielded false positive reactions on erytype s rh pheno double on tango optimo. The customer was not able to state the exact date of event but stated "(B)(6) 2014" as date of event. The customer returned the supposedly defective product and control set qc for investigational testing. Our quality control laboratory tested the complaint sample with control set qc and different red blood cells of donors. Testing confirmed the customer´s test results: occasionally, the negative results were not completely resuspended. Therefore some red blood cells remained on the bottom of the well and could not be correctly interpreted as a negative reaction by tango optimo. Visually, the reactions can be interpreted as clear negative reactions. The retained erytype s rh-pheno double sample was also tested with control set qc and different red blood cells on tango optimo and yielded the same results as the complaint sample. Because the complaint was confirmed, further internal actions were initiated. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.